Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the product was returned to ethicon for evaluation. Two cannulas with a pds suture were received for analysis. Product code ez10c. During the visual inspection of the returned samples, it was observed that the knots were positioned correctly and conforming according to the visual standard and the loop of the sutures were semi-closed. The sutures were examined and no issue related to breakage suture was found. However, it was found that the suture was detached from the plug after the breakage of the score point. The plug was not returned for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Per the condition of the returned sample, no conclusion could be reached on the cause of the reported event. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance device history review a manufacturing record evaluation was performed for the finished device lot number and no non conformances / manufacturing irregularities were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/15/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 pending evaluation of returned device. Additional information: d4, d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: please indicate how many minutes was the operation time extended? Unknown, no information. Please kindly provide the lot number associated with the this complaint. Lot provided is not associated with the reported product code. Av2690 and av4245. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: were there any consequences for the patient? If yes, please explain. Yes, extension of the operating time. Please confirm, when did the presumed defect occur (removal from packaging / during handling before use on the patient / during passage through tissues / during ligation / post-operative)? During ligation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please kindly provide the lot number associated with the his complain. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an appendectomy procedure on (B)(6) 2025 and suture was used. During the procedure, when using pds on a laparoscopic appendectomy, it disadapted from the plastic breakable zone thus preventing tightening of the wires. Actions undertaken: taking another device. No adverse patient consequences were reported. Additional information was requested.